Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining incorrect direct bilirubin (dbil) results that were generated by the au481-02e clinical chemistry analyzer (au480 with ise). The erroneous results were reported outside the laboratory. It is unknown if patient treatment was affected in this event.

Manufacturer narrative:
A bci field application scientist (fsa) discovered wrong set points for the lyophilized chemistry calibrator dr0070 had been used. The incorrect set points were used on two different lots. The second lot used the incorrect set points for dbil of 4.1. All calibrator set points were incorrect on all chemistries; however, this event was only for dbil results because the difference in set points for the two lots of chemistry calibrator for all the other tests were within the reagent error specifications. The difference for the other tests was not large enough to have serious consequences. The lab technical director reviewed all 55 samples run with the incorrect set points. Five samples from a patient had differences of 0.5 mg/dl or more between the reported and corrected results. The fsa corrected the set points and ran qc. Direct bilirubin was the only test that failed qc with the correct set points. The lab changed the qc ranges. The root cause for this event was user error. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22-2010 for additional reportable events/occurrences. This reportable event is related to the previously submitted MDR 2050012-2010-01072, which documents the first lot used with the incorrect set points.